Manufacturer narrative:
Additional information was provided in h.3, h.6., and h.10. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information in the initial complaint description indicated that the company lens was to be explanted and to implant a another model of company lens. Update to the file indicated that the explant occurred. The replacement lens information was not provided. The explanted lens was not returned. If the explanted lens or more information becomes available, the file will be reopened and updated. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported explant of an intraocular lens (iol) due to the patient experiencing blurred vision, halos, glare and rings. The iol was replaced with an alternate iol approximately 1 month post implantation. The patient's postoperative visual acuity following the initial procedure was 20/20 and opd (optical path difference) scan was normal. Additional information has been requested; however, further information has not been received.